Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one photo was provided. It shows a syringe with no barrel label, the barrel is damaged towards the bottom part, the damage goes through the barrel wall. It could have happened that a jam occurred at the plunger rod labeler equipment inducing the damage and not placing the barrel label; as a result of the damage the syringe got empty of saline solution. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: lot is unknown a device history review could not be completed as no batch number was provided. Root cause description: posiflush assembly line. Plunger rod labeler equipment. Rationale: CAPA not required at this time.

Event description:
It was reported that the syringe 5ml posiflush la experienced missing scale markings. Product defect was noted prior to use. The following information was provided by the initial reporter: one unit of the posiflush syringe in which it was identified that it is empty, does not contain scale or traceability data and is found to be ruptured in the barrel.